Event description:
It was reported that a homechoice device experienced an unspecified alarms. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2367 was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, electrical testing, and a short simulated therapy was performed and nothing was found that could have caused or contributed to the reported problem. The cause of the condition was determined to be the eproms. To correct the condition, the eproms were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.